Event description:
Event verbatim [preferred term] (related symptoms if any separated by commas) hyperglycemia [hyperglycaemia]. Pen doesn't inject the insulin normally [device failure] . Case description: this serious spontaneous case from egypt was reported by a consumer as "hyperglycemia(hyperglycemia)" with an unspecified onset date, "pen doesn't inject the insulin normally(device failure)" with an unspecified onset date, and concerned a male patient who was treated with novopen 4 (insulin delivery device) from unknown start date for "type 1 dibetes mellitus", , actrapid (insulin human 100 iu/ml) solution for injection, 100 iu/ml (dose, frequency & route used - 4 iu with 3 meals, subcutaneous) (therapy dates - (B)(6) 2019 to ongoing) from (B)(6) 2019 and ongoing for "type 1 dibetes mellitus", patient's weight: 25 kg. Patient's height and body mass index not reported. Dosage regimens: novopen 4: actrapid: 19-nov-2019 to not reported (dosage regimen ongoing); current condition: type 1 dibetes mellitus. Concomitant medication: dektar b 12 vitamin d (syrup) as dietary supplement, abekofen as dietary supplement and vitamin for nerves . On an unknown date patient's pen doesn't inject the insulin normally and because this problem patient suffered from hyperglycaemia (blood glucose level from 1 week was 300mg/dl - 400 mg/dl) and was hospitalized. On an unknown date patient's hba1c was 6.5 % and measurement glucose was 155.6 mg/dl and informed ranged measurement glucose from 200 -400 mg/dl from one week. Batch numbers: novopen 4: jvgs238 . Actrapid: lr7af52 . Action taken to actrapid was reported as no change. The outcome for the event "hyperglycemia(hyperglycemia)" was recovered. The outcome for the event "pen doesn't inject the insulin normally(device failure)" was not reported. Preliminary manufacturer's comment: 25-jul-2022: the suspected device novopen 4 has not been returned to novo nordisk for evaluation. No conclusion is reached. It was reported that patient change the needle after 2 or 3 days. This handling error can leads to device malfunction and affect the dosing of insulin. Reporter comment: on 26-jul-2022 reporter confirmed that pen was replaced at a novocare center with a new one.

Event description:
Case description: investigational result: novopen 4, batch number: jvgs238. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. A bit hard to depress. Foreign dry matter observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem was not related to any novo nordisk processes and it was a result of accidental damage during use of the device. The piston rod was bent, causing problems when attempting to retract the piston rod into the pen body. The problem was caused by accidental damage during use of the device. The force required to depress the push-button was measured. The dose accuracy was measured by weighing. The results were found to comply with specifications. Microscopic examination performed. Glass like materiale was observed on joints round the pistonrod. Damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and was a result of accidental damage during use of the device. Actrapid penfill, batch number: lr7af52. The product was not returned for examination. Final manufacturer's comment: 21-oct-2022: the suspected device novopen 4 (1 used pen) has been returned to novo nordisk for evaluation. On examination, dry matter noticed on internal parts, piston rod was slightly bent and a bit hard to retract. The problem is caused by accidental damage during use of the device. Damaged pen parts were observed because of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device. Hyperglycaemia is listed. This single case report is not considered to change the current knowledge of the safety profile of actrapid. H3 continued: evaluation summary: novopen 4, batch number: jvgs238. Visual examination and functional testing were performed. The device was tested with a random cartridge and a novo nordisk needle was mounted. During testing it was possible to deliver preparation from the cartridge. A bit hard to depress. Foreign dry matter observed on internal or external pen parts e.g., dust, dirt, or dried stains after a liquid. The observed problem is not related to any novo nordisk processes and it is a result of accidental damage during use of the device. The piston rod is bent, causing problems when attempting to retract the piston rod into the pen body. The problem is caused by accidental damage during use of the device. The force required to depress the push-button was measured. The dose accuracy was measured by weighing. The results were found to comply with specifications. Microscopic examination performed. Glass like materiale was observed on joints round the pistonrod. Damaged pen parts were observed as a result of the use of a cracked or broken cartridge in the device and/or glass fragment(s) observed in the pen mechanism. The observed problem could not be related to any novo nordisk processes and is a result of accidental damage during use of the device.